Manufacturer narrative:
UDI - not required until 9/2016. The actual device was not returned to the manufacturer for evaluation and the lot number is unknown. Since the lot number is unknown, our investigation is limited and prevented a meaningful review of production or complaint records. Visual, sensory testing and functional testing is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported the following to (B)(4) distributor about the 102-n181s device: difficult to use and lock in, have to apply so much pressure; when she does have it locked in, it very easily opens; and no patient injury or medical intervention required.